Manufacturer narrative:
Device was not returned to manufacturer. The customer provided screen-shots of the error log to vyaire technical support. It is visible in the logs that the machine was restarted with no ventilation stop event as no logged power button state changes prior to the event. Technical support determined the most likely cause of the issue was the ui failsafe screen being activated. During the ui failsafe screen, ventilation continues and a high-priority audible alarm is active. The customer confirmed the buzzer sound was active.

Event description:
Customer reported that while using the bellavista 1000, the monitor got dark with an english message being displayed. Also, there was no operation sound or motion of the patient's lungs. The customer reported they had to restart the machine with the power button as they did not see any shutdown button on the display. At this time, there is no indication whether or not patient harm occurred during the event.